Manufacturer narrative:
After infutronix received the device in question, the following tests was done. The pump was tested with the following protocol as described in document active_800-wi-003-t001 protocol air testing report rev b: 1. Connect tubing into reservoir. 2. Prime tubing by gravity. 3. Turn on pump and set prog to 125ml/hr for 20 vtbi, set air in the biomed options to 0.04 ml. 4. Test 1: run pump without tubing, pass first test if it alarms ¿air-in-line¿. 5. Test 2: load tubing into the pump and hit run, pass if pump does not alarm ¿air-in-line¿. 6. Test 3: run the pump and create an air bubble about 1 inch in length, pass if the pump alarms ¿air-in-line¿. 7. Repeat steps 4-6 for a total of 5 runs. Test runs 1 through 5 were performed using tubing #b2-70072 with lot #19105778. Pump passed test 1, alarming ¿air-in-line¿ while no tubing was loaded. Failed test 2, constantly alarming "air-in-line" message before beginning infusion. Pump not performing to specifications. Pump failed test 2 and could not perform test 3 due to constant "air-in-line" alarm. Reported issue was confirmed. Replacing the air in line sensor module fixed the issue and pump is now performing to specifications. Pump then passed all necessary test runs from required protocol. However, the complaint in question was not confirmed. Another issue was confirmed.

Event description:
Healthcare professional reported a pump which allows the fluid and air to continue to past the sensory in the pump. Medication being infused is unknown. No patient injury reported.

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.